Manufacturer narrative:
Evaluation of the returned canopy found a missing zipper slider for the mold zipper at the right side window. Pen marks at the end of the zipper tape indicating that the missing zipper slider may have been noticed before the incident happened. Two inches unraveling zipper reinforcement vinyl materials on both right and left side windows. The possible root causes for this deficiency; the zippers were not closed when the bed was laundered/washed, and the mold zipper may have fallen off; there are pen marks on the end of the zipper tape indicating that the missing zipper slider may have been noticed, but instead the customer used the hook and loop fasteners covering the mold zipper thinking it was safe to keep the patient inside; the slider was pulled excessively when the zipper tapes were not engaged or while the slider was only attached on one side of the tape causing to come out from the zipper; the patient became combative or agitated overtime while using the bed as the bed had unraveling vinyl material on both side of the windows. Also noted, this canopy is over 3 years old, and this is the first time it was returned for service. Instructions for use IFU were reviewed and found to provide adequate instructions and warning for safe and effective use of the device. The IFU instructs to never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in patient escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the patient unattended to help reduce the risk of a fall or unassisted bed exit. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
Customer reported damages via email. Damages appear to be on the bottom zipper (photos provided). Patient fell from the bed, no injuries sustained. The date the issue was discovered is unknown and no patient incident or injury was reported.